Event description:
Technician alleged that the right caregiver label had holes in it letting fluid into the user control module board. No injuries occurred.

Manufacturer narrative:
The technician replaced the right user control module and cable to resolve the issue.